Event description:
Pt presented for retrieval of the eclipse ivc filter. On examination of the ivc filter it showed that one of the shorter struts was missing. Fluoroscopy showed that the fractured piece was in the right chest.